Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported interrogation issue; rf (radio frequency) connector found loose on the lem (link electronic module) printed circuit board assembly board. Analysis also found the system fan is noisy. (B)(4).

Event description:
It was reported the programmer does not recognize any high or low power devices upon attempted interrogation. The rf (radio frequency) header was removed and replaced with a new one and the programmer failed to interrogate. The programmer was returned for repair. No patient complications were reported as a result of this event.